Event description:
Further follow-up indicated the patient's ipg was explanted. Issue resolved.

Event description:
It was reported the patient experienced pain at the ipg site. The physician had the patient referred for allergy testing for a nickel allergy.